Manufacturer narrative:
One 6.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, an air leak was observed in the introducer. Air was aspirated into a syringe connected to the introducer sideport after placing the introducer into the patient and prior to catheter insertion. Several aspiration attempts were made without resolution of the issue. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.